Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was reusing the cartridge. Tandem technical support educated the customer that reusing the cartridge is off label per the tandem user guide. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.